Manufacturer narrative:
Not returned.

Event description:
Plaintiff after implantation of t-sling (B)(4) lot 0850 alleges elevated white blood count, infection of right thigh incision, infection of mesh and bilateral stab sites, recurrent incontinence, erosion on the anterior wall. Re-hospitalization for additional surgery occurred and mesh removal occurred on (B)(6) 2014 plaintiff after implantation of t-sling (B)(4) lot 0850 alleges elevated white blood count, infection of right thigh incision, infection of mesh and bilateral stab sites, recurrent incontinence, erosion on the anterior wall. Re-hospitalization for additional surgery occurred and mesh removal occurred on (B)(6) 2014